Manufacturer narrative:
(B)(4). The initial date of the event occurrence was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment details were not reported. On an unreported date, the pd catheter was removed (current mode of dialysis therapy was not reported). The patient's recovery status and outcome of the event were not reported. No additional information is available.